Manufacturer narrative:
This event will be updated once the investigation is complete. Trends will be evaluate.

Event description:
Allegedly, patient is suffering from mom complications. Additional information received on 06/03/2020: adding date of incident, implant and explant , hospital and doctor name and reason for revision. Allegedly, patient was revised due to profemur modular neck failed breaking in two pieces. Left side.

Manufacturer narrative:
Updated lot information.